Event description:
The surgeon inserted a cc4204bf one piece collamer lens. The lens tore. The lens was removed, and a suture was required to close the wound. The reporter stated that the lens tear was due to loading. This is one of two lens used for the same pt. Please reference 2023826-2006-00144.